Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the base handle having been closed without the 6-inch transitional installed and deformed the hole. As a result, the base handle needed to be resized. The unit was received without a 6-inch transitional member and required a replacement. The shock cushion, ¼ inch pin, and adjustment wrench were worn and required replacement. Unit was received without the button head screw. Root cause: complaint confirmed via inspection of the unit. The device had been damaged due to misuse as the base handle was closed without the transitional installed, deforming the handle opening. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transitional on the mayfield ultra base unit (a2101) cannot be placed in the handle. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.